Manufacturer narrative:
Docker cable.

Event description:
It was reported by service report that there was a loss of nurse call functionality at the nurse station. There was pt involvement; however, no adverse consequences were reported.